Event description:
Received a report of a slow cuff-leak on an 4dct trachoestomy tube. No pt harm was reported and the tube was replaced without incident. The customer also stated that during a routine trach replacement, they noticed a difference in the cuff size/length on 3 additional 4dct's however, the tube was replaced with the fourth tube without incident. The samples associated to the difference in cuff size/length have been discarded and are not available for eval.